Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had read inaccurately high. The medical affairs specialist (mas) spoke to the patient on october 23, 2008, and was able to obtain/ verify limited information. The patient tests his blood glucose 4 times a day. He takes sliding-scale insulin (unknown name/type). The patient informed the mas that he felt as though the meter must have read inaccurately on the previous month. The patient alleged that because of the meter's inaccuracy, he suffered a "diabetic seizure" or "spell". The patient stated that he blacked out, fell, and busted his face and lip. The patient explained that his wife attempted to give him orange juice but was unsuccessful. The paramedics were contacted. The patient claimed that the paramedics did not have their own meter to test his blood glucose so they went ahead and gave him a "glucose shot". While the paramedics were attending to him, he stated that he suffered a second episode. At that point, the patient was taken to a hospital and released a day or two later. The patient was unable to recall any meter readings obtained on the day of the event. The patient performed a control solution test with the meter and reported test strips that failed high. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia and was hospitalized after the alleged meter inaccuracy issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for evaluation, but has not yet received them. If either the meter of strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.